Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance measurements. The physician elected to replace the rv lead during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual and x-ray examinations of the lead found no anomalies.